Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh product was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. Per operative report, it was reported that patient underwent an excision of vaginal foreign body, including an interior prolift mesh that had been placed for prolapse repair, as well as a midurethral sling on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the patient underwent implantation of mesh due to severe pelvic organ prolapse with symptomatic cystocele, vaginal vault prolapse, stress urinary incontinence and bladder neck hypermobility on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 8/13/2018 additional information: